Event description:
Reporter indicated that upon interrogation, it was noted that pt's generator was set to 0ma output current instead of to prescribed parameters. It was reported that at office visit one week earlier, neurologist received a fault fault message on his programming computer on three occasions while attempting to program/interrogate the pt's device and that he was not sure at that time what that error message meant. The pt was instructed to reschedule another appointment at a later date. The pt's family member indicated that after the fault messages were received, family member made a point of paying attention to see if the pt's voice changed with stimulation. The pt's family member also mentioned that there was no apparent change in the pt's seizures which was another reason that family member did not think that anything was wrong with the generator. The pt's family member knows that the pt was getting stimulation after the "default" message was displayed on the programming computer. At rescheduled appointment, the pt's device was reprogrammed to prescribed parameters and confirmed to be cycling through stimulation as evidenced by the change in the pt's voice. The following day, the pt reportedly had a seizure during which their family member swiped the device with the magnet but saw no change. The pt came out of the seizure after 12 minutes. The pt's family member plans to follow-up with treating neurologist to confirm proper device function. User error during programming session is suspected.